Event description:
Livanova received report that a s5 erc tubing clamp gave an error code during procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. This information will be provided in a supplemental report. Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in lebanon, north carolina. Through follow-up communication livanova learned that the arterial auto clamp kept throwing fault codes to the base. All the wires were checked by the customer and nothing was found so a backup arterial clamp was connected and worked perfectly. Additionally, it was communicated that the unit was very warm after running some tests. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The affected device was returned back to the manufacturer site for repair. The reported issue could be reproduced upon testing. The following parts were replaced: stator with sensor board, splindle complete with block, hollow shaft, flat washer, bearing scp, groove ball bearing, flat gasket. Subsequent functional verification testing was completed without further issues and the unit was returned to service. It cannot be ruled out that the root cause of the reported malfunction was fluid ingress into the clamp which damaged internal components. The use condition (i.e. Extensive exposure to liquid, e.g. During cleaning) can lead to the reported failure. This is a known issue and action on clamp design was already implemented.

Event description:
See initial report.